Event description:
Upon opening box of acecide chemical, the (B)(4) bag containing the bottles of chemicals is wet and the bottles are leaking. There is a strong chemical smell. Unable to determine location of leak/break/crack in either bottle of acecide-c solution 1 & 2. In the past 3 weeks there have been 14 boxes with leaking containers (not counting this event).